Event description:
Related manufacturer reference number: 2017865-2022-04836. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise. The right ventricular lead was capped and replaced on (B)(6) 2022. The pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was in stable condition.